Event description:
The facility reported an infusion pump with failure code 810:11. It was not known if this occurred while infusing on a pt. The facility rep stated that no pt injury was reported on this pump since the last baxter service event.